Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that a guide wire was used to deflate the balloon through the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that a guide wire was used to deflate the balloon through the catheter.